Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for peritonitis with cefepime (1.2 gram, frequency not reported) intraperitoneally (ip) for seventeen days. The patient was discharged from the hospital after five days. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. Additional information was requested but was not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed for potentially associated lot number h14e07024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.